Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the other day, yesterday and today, they were having some problems. Patient said they went to change their therapy a little bit, but when they did everything, they were supposed to do, they saw a message on their handset that said internal device has lost all data. Patient then said they are going to the bathroom a lot. Caller stated that this happened before when they had went to the hospital and the healthcare provider (hcp) was able to fix the issue. Caller stated that they recently had an ablation and the device was left on. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient on (B)(6) 2025. Patient called back repeating previously reported events. Patient went to their hcp yesterday and had the "internal device has lost all data" message cleared using the hcp's device and had made an adjustment with their therapy.